Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their bite is still off. Their upper teeth have gaps on their right side, their bottom teeth has a misalignment in the center. Their upper and lower teeth make poor contact, especially on their left side. Advised patient to hold in current aligner while they are evaluated for the best next steps. Byte doctor recommended rest period for 14 days.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.